Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter's display was missing segments. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that the alleged display issue began in (B)(6) 2010. The patient claimed that segments did not appear on the bottom half of the display. Despite the alleged issue, the patient reported that he continued to test his blood glucose with the subject meter. The patient reported that he had to guess what some of the readings he obtained were. On an unspecified day in (B)(6) 2010 at 5:00 am, the patient claimed that his wife found him unresponsive. His spouse immediately contacted emergency services. When they arrived, the patient stated he was told that his blood glucose was "37 mg/dl" when tested with the ems meter. The patient believes he was treated with IV glucose by the paramedics and then taken to the emergency room. The patient does not recall if his blood glucose was tested in the ER or what additional treatment he received. The patient feels his low blood glucose may have been as a result of administering too much insulin based on a blood glucose reading he may have misinterpreted as being higher than it actually was. At the time of troubleshooting, the customer care advocate noted there was no known misuse to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
A 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have lcd cable/cable connector defective. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A customer observed imprecise vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number three of seven MDR's for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).